Manufacturer narrative:
(B)(4). The returned extractor pro rx retrieval balloon was analyzed and a visual examination found that the device was split in two parts. No damages were noted to the balloon portion of the device. Microscopic inspection was performed and the catheter was found to be kinked and detached. Functional analysis could not be performed as a result of the returned condition of the device. With all the available information, boston scientific concludes the reported event was confirmed. It is possible that the catheter detachment is likely to have occurred due to the kink found in the catheter near the tip. Difficulty removing the device out of the scope during the procedure and pulling the device to remove it could cause the catheter to detach. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that the an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon would not inflate. The balloon was removed from the scope, and was tested. It was noticed that there was a tear near the tip. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications have been reported due to this event. This event has been deemed a reportable event based on the investigation finding of catheter detached.